Manufacturer narrative:
After cardiac ablation procedure with a varipulse catheter, the patient experienced a stroke/cerebral infarction with symptoms of the left hand unable to grip. The patient was referred to another hospital for rehabilitation purposes. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31630640l and no internal action related to the complaint was found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse catheter when used with a trupulse generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias has not been established. It was confirmed that a total of 32 pulse field (pf) ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia). In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instruction for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded; therefore, no product evaluation can be performed and the customer complaint cannot be confirmed. However, an investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
After cardiac ablation procedure with a varipulse catheter, the patient experienced a stroke/cerebral infarction with symptoms of the left hand unable to grip. The patient was referred to another hospital for rehabilitation purposes. It was reported that a stroke/cerebral infarction occurred after the procedure using varipulse catheter, octaray, vizigo short, and sound star eco catheter. After the procedure, because the left hand could not grip, magnetic resonance imaging (MRI) examination revealed cerebral infarction. Other limbs were not problematic. The following day (on (B)(6) 2025), the thumb began to move. Currently, the patient has been referred to another hospital for rehabilitation purposes. The physician assessment of the health problem was that it was non-serious (moderate/minor). No prolongation of hospitalization. The physician's opinion on the relationship between the event and the product was that it is not known whether it was air or thrombosis. However, the number of ablations performed may have been higher than usual. No abnormalities were observed prior to or during use of the products. The information received indicated that one catheter was used for each sheath and the catheters exchanged. The type of energy delivered was pulsed field ablation (pfa). The neurological issue observed was symptomatic. The patient¿s symptoms did not resolve. Persistent weakness of the left hand. There was no evidence of char or blood thrombus/clot during the procedure. No observations such as intracardiac excessive microbubbles were observed via ultrasound, and no excessive impedance errors noted during the case. Additional information was later received indicating no additional intervention was provided. The outcome of the adverse event was reported as improved. The patient was discharged from the hospital the day after the procedure and is following-up visits at another hospital that has a neurosurgery department. No current symptoms have been identified. Relevant tests/laboratory data reported was left atrium diameter is 52mm. No other relevant history/preexisting condition noted. The procedural activated clotting time (act) during the final ablation was around 320 seconds. One transseptal puncture site was performed during the procedure. The number of performed ablations was 32 ablations with pfa energy delivered within the pulmonary veins. No ablations were performed outside the pulmonary veins. MRI was conducted to diagnose the symptomatic cva/stroke. No evidence of char or blood thrombus/clot during the procedure. The patient rhythm during ablation direct-current (dc) cardioversion was performed before pulmonary vein isolation (pvi) but did not restore sinus rhythm. After pvi, sinus rhythm was restored with dc cardioversion. During the subsequent ablation, sinus rhythm was present. The type of electrophysiology procedure being performed was new procedure. The arrhythmia treated for this procedure was persistent afib (psaf). A pre-ablation thrombus check was not performed. The patient had no anatomical abnormalities. No stacking occurred for this procedure. The irrigation rate used during this procedure was 30 ml/min.